Event description:
It was reported when the patient presented to clinic, the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. The device was reprogrammed, and no further issues reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.